Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that the patient had a lead safety switch due to out of range pacing impedance. Testing in clinic found loss of capture and high thresholds as well.